Event description:
Nurse was inserting PICC line and after application of introducer noted guidewire was not extending through distal end of introducer port. On removal of introducer, guidewire not visible outside of patient's arm/cut-down site. Patient required surgical retrieval of guidewire from left upper arm.